Event description:
Procedure type: esophagus procedure. According to the reporter: the nurse could not get the needle to remove from the device. Once it was removed, a new needle was loaded. This needle then popped off inside of the cavity and had to be removed from the cavity.